Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative on behalf of the facility reported that iol was defective. The product is not available for return. Additional information received and stated that lens was messed up in the operative room. There was no contact with the patient.